Event description:
New information reported stated that the patient was in stable condition during and post surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited increased pacing impedance; a lead fracture was suspected. The lead also exhibited a loss of capture. The patient was stable and would continue to be monitored. On (B)(6) 2016 the lead was capped and replaced. No additional information was available at this time.